Manufacturer narrative:
(B)(4). The device and electrode remain implanted but not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided, or should the device be explanted and returned.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The patient was hospitalized and the field representative was contacted to interrogate the device. It was noted the device was programmed to alternate, the amplitudes were small, and smart pass had disabled. There were many atrial fibrillation (af) episodes stored. Troubleshooting was performed and noise was recreated with patient movements. A new screening was performed and no vectors passed. X-rays were done and the placement of the system was suboptimal. The physician was considering explanting the s-ICD and implanting a transvenous system. Boston scientific received additional information. Despite the indication that a system revision may have resolved the diminished r-wave amplitudes and noise observations, the s-ICD system was deactivated and a new transvenous system was implanted. It was reported the s-ICD would be explanted at a later date. No additional adverse patient effects were reported.